Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 01/30/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the pump powered on to the verify screen normally. Multiple replace battery alarms were observed on 10/29/2013. Two processor communication errors were observed in the alarm history on 09/24/2013 and not duplicated during testing. The pump was exercised for 24 hours with a 1 unit per hour basal program. There were no related warnings or errors duplicated during testing. The pump case was removed and there was no evidence of moisture contamination or loose components identified inside pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter was unable to identify the specific call service alarm. This complaint is being reported because troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.